Event description:
It was further reported that the target lesion originally reported as the 1st left posterolateral branch was actually located in the 1st obtuse marginal. The lesion was 75% stenosed and was 32 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and placement of overlapping 2.5 x 32 mm and 2.5 x 20 mm taxus liberte stents

Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(6). It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The lesion being treated was located in the 1st left posterolateral branch with 75% stenosis and was 5 mm long and a reference vessel diameter of 2.5 mm. There was an unsuccessful attempt to treat this lesion with a 2.5 x 32 mm taxus liberte stent, however it was noted that the stent was removed due to a defect in the struts. It was noted that there was no injury associated with this defect. The target lesion was treated with pre-dilatation and implanting overlapping 2.5 x 32 mm and 2.5 x 20 mm taxus liberte stents. Following post-dilatation, residual stenosis was 0%. A second lesion treated during the index procedure was a bifurcated lesion located in the proximal left anterior descending artery with 80% stenosis and was 28 mm long with a reference vessel diameter of 2.75 mm. The physician treated this lesion with direct stent placement of a 2.75 x 28 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel.